Manufacturer narrative:
According to service technician ppat could not be adjusted zero and the root cause was the defective servo valve. Servo valve was replaced and the device works as intended.

Event description:
Hamilton medical ag received the following event description : "high pressure disconnection on ventilator."